Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient felt a shock and the device was interrogated the next day. It was noted there were episodes of noise that made the physician suspect the right ventricular (rv) lead was fractured. Additionally, the device delivered inappropriate anti-tachycardia pacing (atp) and a shock. Surgical intervention was performed to abandoned and replace the lead. The new system was implanted on the right side due the subclavian vein occlusion. No additional adverse patient effects were reported.